Event description:
This 36-yr-old female underwent insertion of saline breast implants in 1/95 at another facility for post-mastectomy. She now presents with a deflated right breast implant and bilateral breast deformity. Gross exam: right implant is completely collapsed. The left implant shows no evidence of rupture or leakage and weighs 250cc.